Event description:
It was reported that in the operating room, insertion was performed in the pt's right subclavian artery. Thirteen days later, in the pt's room at the time of post-operative x-ray and CT inspection, approx 5cm of string-like foreign substance was observed in pulmonary artery. The md suspected that the foreign substance was a portion of guide wire or catheter which had entered into the pulmonary artery via right ventricle. The catheter was removed 23 days later. It was also reported that since the pt was developed the advanced-stage cancer at an old age, her family was prefer not her to undergo any add'l interventions and/or inspections. Only the catheter was returned; no visual damage was confirmed. The md stated that there was no resistance encountered during insertion or removal of the guide wire and catheter. The x-ray/CT images will be provided if the pt's family agrees for the provision. There was no reported delay, death, or add'l complications to the pt as a result of this occurrence at the time of reporting.

Manufacturer narrative:
Qn#(B)(4). This product is not sold in the us. The 510k number provided is for a similar product that is sold in the us.